Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that the patient had issues with stimulator last couple months and worked with rep to do programming. The patient stated recharging started one week ago. The patient stated she took a good thud in a boat and stimulation moved a little bit, and the rep helped adjust it. The patient stated the fall in the boat was 6 to 8 weeks ago. It was noted the patient met with rep to do programming as stim had changed after fall in boat. No further complication and events were reported.

Manufacturer narrative:
H6: correction, after review patient code c76143 does not apply to this event. Patient code c50789 and device code c62002 are applicable to this event. If information is provided in the future, a supplemental report will be issued.